Event description:
Customer reports unexpected negative results on 3 patient samples tested with capture-r ready screen 3 (crrs 3) during validation testing on the echo.

Event description:
Customer reports unexpected negative results on 3 patient samples tested with capture-r ready screen 3 (crrs 3) during validation testing on the echo.

Manufacturer narrative:
Review of DHR for crrs 3, lot r061, conducted for jk(a) reactivity and confirmation. Bulk testing reactivity = 2+ (for positive donor 3); manufacturer dry plate testing = 8; final release testing does not require evaluation of jk(a) reactivity. Testing performed on galilieo and galileo echo passed. All other requirements were documented met.

Manufacturer narrative:
Review of instrument images: patient 1: anti-e; echo (B)(4). Cell 2 is positive for e. The remaining cells are negative for e. Cell 2: echo result=negative well score=2 visual review of image: light pink. Background/red cell button has an irregular border. Positive control=4+ well score=100. Echo (B)(4), crrs lot: r063. Cell 2: echo result=equivocal well score=7 visual review of image: slight degree of adherence/red cell button has a diffuse border. Positive control=4+ well score=100. Patient 2: anti-e. Echo sn m00714, crrs lot: r063. Cell 2 is positive for e. The remaining cells are negative for e. Cell 2: echo result=negative well score=2 visual review of image: light pink. Background/red cell button has an irregular border. Positive control=4+ well score=100. Echo (B)(4), crrs lot: r063. Cell 2: echo result=equivocal well score=6 visual review of image: slight degree of adherence/red cell button has a tear and irregular border. Positive control=4+ well score=100. Patient 3: anti-jka. Echo sn m00714, crrs lot r061. Cell 3 is jka positive. The remaining cells are negative for jka. Cell 3: echo result=negative well score=1 visual review of image: slight degree of adherence/red cell button has a diffuse border. Confirmed the reactivity of the e and jka antigens on retention crrs (3), lot r063, using anti-e. Customer does not have any samples to sent for investigation testing.